Manufacturer narrative:
(B)(4). After inserting a battery, insulin pump received with failed battery test, problem isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery, replace battery alert or unexpected battery power loss alarms due to the failed battery test alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump received replace battery alarm with prior notification of low battery alarm. Customer states the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.